Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, 100 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the factors related to the indicated failure mode for oil gel globules were not observed. Additionally complaints for sample quality were not under statistical control for the month of (B)(6) 2023, therefore additional testing was required. There were no difficulties encountered during blood collection of the clinical investigation as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (oil gel globules) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Sst¿ tubes should be filled to stated draw volume and mixed by at least 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended minimum 30 minute clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature, and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. Tubes should be stored at 4-25°c throughout distribution and at the customer site. Temperature fluctuations may impact gel performance. Exposure to high temperatures prior to use and during processing and centrifugation may lead to an increased formation of gel globules or oil droplets in the serum to assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition. A review of specimen handling parameters should be reviewed for this tube type. Attached is our sst¿ tech talk for educational purposes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports that after the blood was spun, gel globules were aspirated, thus clogging the machine. This event occurred 45 times. The following information was provided by the initial reporter. The customer stated: "after centrifugation gel globules were aspirated by the probe of the machine clogging and halting the operation of the chem department."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports that after the blood was spun, gel globules were aspirated, thus clogging the machine. This event occurred 45 times. The following information was provided by the initial reporter. The customer stated: "after centrifugation gel globules were aspirated by the probe of the machine clogging and halting the operation of the chem department."